Manufacturer narrative:
Adhesive tearing pt's skin is not labeled in the IFU. No product will be returned per info supplied by the customer. The drape supplied with this tray is a large full-body drape with a clear plastic window, supplied to cook from an outside vendor. Incoming quality control verifies that material number on the certificate of compliance matches description on material spec, if applicable, checks that the surface is clean, smooth and free of imperfections. The product is shipped with an IFU which states device description, warnings, precautions and instructions for use. The physician mentioned that the pt had extremely thin skin, so it is possible that the physician could have removed the drape too fast causing the skin to tear. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. No add'l actions required at this time. Per qera, add'l action is not required at this time based on the associated risk.

Event description:
A female pt with very thin skin underwent a parc trach procedure on (B)(6) 2014. Once the procedure was completed and trach tube was placed, physician went to remove the fenestrated drape. At the time of removal, the adhesive portion of the fenestrated drape actually tore off a 4x4 cm section of the pt's skin. Physician used proper wound care and dressings to treat the missing skin that was removed from the adhesive section of the drape. No add'l info has been provided by the reporter.